Event description:
Related manufacturer reference number: 3006705815-2022-18357. It was reported that one of the patient's leads had migrated and the other was fractured. Surgical intervention was undertaken on (B)(6) 2022, where the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.